Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure the farawave 2.0 nav cath 31mm - us catheter was selected for use, during ablation of the left atrium, it was discovered that the end cap of the farawave catheter had come off the fluid tube. The end cap was still connected to the flush but had slipped off the catheter tube. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Event description:
It was reported that during a pulse field ablation procedure the farawave nav cath 31mm - us catheter was selected for use, during ablation of the left atrium, it was discovered that the end cap of the farawave catheter had come off the fluid tube. The end cap was still connected to the flush but had slipped off the catheter tube. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific confirmed that the flush luer detached from the catheter. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: visual inspection revealed that the flush luer was detached from the catheter. The catheter flush tubing was examined under the microscope to look for any evidence that may have contributed to the detachment. Under microscopy, the tubing was noticed to have a rough break and not a clean cut detachment. Because the flush luer was detached, additional functional and leak testing could not be performed. Additionally, a provided image was reviewed by a boston scientific quality engineer. The image shows the flush port hub detached from the catheter. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of luer detachment is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the available information, boston scientifics investigation determined the flush luer had detached from the catheter. Investigation found it possible that the cause of the detachment may be due to component failure.